Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cardiac failure congestive ('congestive heart failure') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gallbladder disease, gallbladder operation and obesity. Concurrent conditions included back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from 2005 to 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). In (B)(6) 2010, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced depression ("psych injury/depression"), anxiety ("anxiety") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), emotional disorder ("emotional issues"), cardiac failure congestive (seriousness criterion medically significant) and fluid retention ("too much fluid in body"), was found to have hormone level abnormal ("hormonal changes") and was found to have a pregnancy with contraceptive device ("2nd child in 2010"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin) and surgery ((bilateral salpingectomy)). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, depression, headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, anxiety, mood swings, abdominal distension, emotional disorder, pregnancy with contraceptive device, cardiac failure congestive and fluid retention outcome was unknown, the abdominal pain and back pain was resolving and the arthralgia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, cardiac failure congestive, depression, dysmenorrhoea, dyspareunia, emotional disorder, fluid retention, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2010. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. That everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received: newly added events- pregnancy with contraceptive device, device ineffective, congestive heart failure, body filled with water. Outcome of the previously reported event- abdominal pain, back pain, joint aches were updated. Consumer address updated, essure removal was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cardiac failure congestive ('congestive heart failure') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gallbladder disease, gallbladder operation and obesity. Concurrent conditions included back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from 2005 to 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). In (B)(6) 2010, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced depression ("psych injury/depression"), anxiety ("anxiety") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), emotional disorder ("emotional issues"), cardiac failure congestive (seriousness criterion medically significant) and fluid retention ("too much fluid in body"), was found to have hormone level abnormal ("hormonal changes") and was found to have a pregnancy with contraceptive device ("2nd child in 2010"). The patient was treated with amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), clonazepam (klonopin) and surgery ((bilateral salpingectomy)). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, depression, headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, anxiety, mood swings, abdominal distension, emotional disorder, pregnancy with contraceptive device, cardiac failure congestive and fluid retention outcome was unknown, the abdominal pain and back pain was resolving and the arthralgia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, cardiac failure congestive, depression, dysmenorrhoea, dyspareunia, emotional disorder, fluid retention, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2010. Current weight 204 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. That everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.